Manufacturer narrative:
No follow-up samples were received for the specific patients mentioned in the initial report. The customer received "some" follow-up samples from patients with questionable "negative" elecsys cmv igm results. The samples were tested by the architect method with "positive" results. The follow-up samples were "negative" by the architect method; therefore, the negative results were believed to be correct. As no sample material was available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned negative results for 11 patient samples tested for elecsys cmv igm (cmv igm) on a cobas e 402 analytical unit compared to a competitor method. The results for all 11 patient samples were "negative" on the e402 analyzer. The results for the 11 patient samples were either "positive" or indeterminate by the competitor method. No actual results have been provided.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). The competitor method was abbott architect.